Event description:
Towards the end of ep diagnostic and ablation procedure, pt's blood pressure dropped. A pericardial effusion was noted on echo with some signs of tamponade. Pericardiocentisis was performed with 360cc dark blood removed. No further drainage was noted. As multiple catheters were used in the patient it is unclear what part the device played in the event.